Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the haptic was bent when loading. The surgery was completed with the company replacement lens. There were no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).